Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, this was a case of a sapien 3 transcatheter heart valve by transfemoral approach. At the end of the procedure, the most part of the fully expandable part of the esheath introducer was perforated. The white dilator was inserted to remove the esheath and vessel was closed with manta device closure system without consequences to the patient.

Manufacturer narrative:
Corrected data: through investigation, it was identified that this event was reported in error. This event is not reportable.